Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was in the heavily calcified and severely tortuous mid left anterior descending (lad) artery. The 3.00x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but the stent delivery system (sds) was unable to cross the previously deployed 3.5x18mm non bsc stent in the proximal lad. The attempt was performed with two guiding catheters, but it was also unsuccessful. The sds was removed from the body and it was noted that the stent strut was lifted. The procedure was completed with a 2.5x24 mm non bsc stent. There were no patient complications reported with the patient's current condition listed as "good".